Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and results found a faulty cable unit. Additionally, there was an error e224 scope communication error displayed on the screen. There was also a crack identified on the focus ring and rear labeled were observed to be faded. The device was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device is not connecting. The reporter stated this occurred during reprocessing of the device so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject device was shipped in accordance with specifications via DHR. Per labeling review: when the contents of the instructions for use at the time of shipment of the product were checked for the damage of the cable, the following entries have been made in the package insert. Do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. By this, it is determined that the indicated phenomenon can be prevented. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the damaged cable is suspected as handling by the user. Olympus will continue to monitor the field performance of this device.